Manufacturer narrative:
Analysis found that the customer's complaint of not working could not be confirmed. One rubber bumper was missing while the other rubber bumpers were worn. The rubber bumpers have been added and replaced. The device was tested according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported the device did not work. There was no patient involvement.